Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified a mark in the taper adaptor which possibly formed when it was assembled into the baseplate. Dimensional analysis was not performed as the impaction during procedure could deform the material. DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. However, it was reported that the surgeon was able to the rotate the central screw two or three rounds during revision procedure. It is unknown if the screw was not seated fully at primary procedure or if the screw backed out post-operation. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 115395; comp rvs cntrl 6.5x25mm st/rst; lot# 865060. Foreign- event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04282.

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty. Subsequently, patient was revised within 1 month due to dislocation of the glenosphere. During the revision, the glenosphere, poly and taper adaptor were removed and replaced. Additionally, it was noted by the surgeon that a center screw for the baseplate could be rotated two or three so it might not have been fully inserted during primary surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.